Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 300-400 mg/dl with a trace of ketones and insulin injections were used to lower the bg level. As the customer was not currently using the pump to manage diabetes and the occlusions had occurred in the past, tandem technical support was unable to perform a system check with the customer to determine a possible cause of the occlusion. Reportedly, the customer was using an apidra insulin.